Manufacturer narrative:
A product investigation was completed: a device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed as recommended. Per the technique guide, the 314.463 driver is used in the 3.0mm cannulated screw system for insertion of screws. It was reported that the screwdriver broke intra-operatively. The complaint condition is confirmed as the screwdriver was received with all four of the prongs of the distal tip broken off. The broken portions were not received. The balance of the device shows surface wear consistent with the roughly 11.75 year lifespan of the device. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. The relevant drawings (both current and manufactured revision) were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed as recommended. The complaint condition is the result of exceeding shear forces at the distal tip. However, a definitive root cause was not able to be determined as circumstances surrounding the event and over the devices roughly 11.75 year lifespan are unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact patient weight reported as (B)(6). Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 314.463, lot# 4940021. Manufacturing location: (B)(4). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 3.0mm cannulated screw to treat a right scaphoid fracture in (B)(6) 2015. Post operatively, patient complained of discomfort and pain from the screw. Patient requested screw to be removed. It was noted that the fracture was healed. Patient underwent surgery to remove the screw on (B)(6) 2016. The screw was being removed with a cannulated cruciform screwdriver when the tip of the screwdriver broke off and stripped the screw head. Another instrument was used to turn and remove the screw completely. The tip of the screwdriver remained lodged in the screw head. There was a 15 minute surgical delay. Additional medical intervention was not required. C-arm x-rays were taken at the end of the procedure to verify screw removal. Patient was not revised to any additional hardware. Procedure was completed successfully and patient was reported as stable. Cause of the removal of screw/need of revision surgery is captured under (B)(4). Concomitant device reported: 3.0mm cannulated partially threaded screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) cannulated cruciform screwdriver. This is report 1 of 1 for (B)(4).